Event description:
It was reported by service report that the motion interrupt pan was damaged; the bolts were stripped out. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan.